Event description:
Litigation papers allege: patient was implanted with a depuy asr hip on or about (B)(6) 2010. Patient has experienced fear and anxiety. Patient now needs medical management, including monitoring of elevations of cobalt and chromium levels. Additionally, patient is reportedly at risk for systemic illness, pain, and decreased mobility. There is no mention of revision surgery. Update: (B)(6) 2011 plaintiff fact sheet received with part/lot information. Left hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.